Manufacturer narrative:
Since this event resulted in the need for an additional surgery to complete implant placement, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using a mguide, the sleeve already felt very tight when used with the drill. Due to friction and heat, the adhesive loosened and the sleeve came loose from the guide, making it unusable. This concerned an immediate extraction and implant placement. At this time, only the extraction has been performed. After the extraction, the doctor sutured the gum and is now allowing it time to heal.